Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, having some issues lens being scratched. It happened last week to two different techs on the same day. Each of us have been folding lenses for years. The lens appears to get little scratches almost like something was skipping across on one side. It was off to the side on most of the cases, so the doctor decided to leave the lens in place. Additional information has been requested. There are two medical device reports associated with this report. This is 1 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.